Manufacturer narrative:
(B)(4).

Event description:
It was reported during the ventricular tachycardia (vt) ablation after 1.5 hours of the procedure, the navistar thermocool catheter sometimes moved back into the aorta. Therefore, the catheter had to be partly retracted to enter again through the aorta. It seemed like the catheter could not stretch anymore, but by retracting it further down, the catheter straightened. The catheter seemed to be functional, but steering was difficult. After four hours, they wanted to see if the catheter was still deflecting well because of steering difficulties. The catheter was retracted but again the tip was curved and could not be straightened. Retracting it more, did not help like before. Eventually, the catheter got stuck in the groin with the tip in a u-curve where the artery was calcified and it took two hours with assistance of a second ep and a vascular surgeon to get the catheter out without complications (no surgery). The catheter was cut from the handle and a longer sheath was used to straighten the tip and remove the catheter from the groin. Beside the extra time and some extra blood loss, there were no remaining complications for the patient. The patient was under local anesthesia. The procedure was finished successfully and patient the patient was doing well.

Manufacturer narrative:
(B)(4) it was reported during the ventricular tachycardia (vt) ablation after 1.5 hours of the procedure, the navistar thermocool catheter sometimes moved back into the aorta. Therefore, the catheter had to be partly retracted to enter again through the aorta. It seemed like the catheter could not stretch anymore, but by retracting it further down, the catheter straightened. The catheter seemed to be functional, but steering was difficult. After 4 hours, they wanted to see if the catheter was still deflecting well because of steering difficulties. The catheter was retracted but again the tip was curved and could not be straightened. Retracting it more, did not help like before. Eventually, the catheter got stuck in the groin with the tip in a u-curve where the artery was calcified and it took 2 hours with assistance of a second ep and a vascular surgeon to get the catheter out without complications (no surgery). The catheter was cut from the handle and a longer sheath was used to straighten the tip and remove the catheter from the groin. Beside the extra time and some extra blood loss, there were no remaining complications for the patient. The patient was under local anesthesia. The procedure was finished successfully and the patient was doing well. Upon receipt, the catheter was visually inspected and the catheter shaft was cut about 14.1 cm from orange sleeve. The shaft was bent in various areas. The tip lumen was also bent 7 mm from the proximal end of electrode ring #3. No further testing could be performed due to the returned conditions of the catheter. However, the deflection mechanism was checked and no anomalies were found. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. IFU states that careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The reported customer complaint cannot be confirmed since the catheter was cut off.